Manufacturer narrative:
Ge healthcare field engineer found that the o2 flush button was sticky due to tape residue surrounding the button. The button was cleaned to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.